Event description:
The lay user/reporter called lifescan (lfs) in 10/2005 and alleged that the pt's meter was reading inaccurately erratic. The pt obtained two results of 226 and 160 mg/dl. No symptoms were reported at the time of testing. The tests were performed within 10 minutes. No harm or injury was alleged. At the time of the call to lfs, the meter would not power on. Therefore, troubleshooting was not done. The power issue was not resolved. The test strips were not in good condition and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt did not remember if the code number was set correctly. A replacement meter has been sent to the pt.